Manufacturer narrative:
No malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump passed all other functional tests. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not received. Should additional relevant details become available, a supplemental report will be submitted.